Manufacturer narrative:
Product investigation details: complaint was confirmed and duplicated. The device was placed on a charging pad where it would power on and then spontaneously shutdown. For further investigation, the device was then opened, and the battery connector was found not fully seated into the mainboard. The root cause for the issue was due to improper assembly.

Event description:
It was reported that an ilet pump experienced battery depletion while on a charger, with loss of power despite trying a different charging pad and outlet, leading to the determination that a replacement was needed; the affected device¿s component implicated was the battery. Customer care provided support that included replacement logistics. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.